Event description:
It was reported that the customer keypad anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that the act button being unresponsive. The customer did not have time to talk now and is longer in line.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.